Manufacturer narrative:
Other, other text: b5: additional information was received indicating that there was no patient involvement. The pump either needed calibration or repair to achieve the accuracy of infusion. H6: patient code - 2645 evaluation results: one cadd ms3 pump was returned for investigation in used condition. The pump casings were damaged. The reported system fault problem was not evidenced in the event history log. The reported product problem was replicated during testing however. During power up and inspection, the device produced error code 112 on the screen display. This error code indicates a high current motor problem. The device also, had a broken rear housing at the syringe collar. Functional testing confirmed that the motor was defective because of a high current draw. The problem source of this product problem was unknown.a root cause was not established.the motor was replaced.

Event description:
Information received indicating that a smiths medical cadd ms3 pump displayed system fault. The pump had a crack at the medication port. No adverse effects reported.